Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and drive support cap was sticking out. Customer¿s blood glucose level was over 600 mg/dl. The customer treated with the insulin pump. Troubleshooting was done for high blood glucose. The drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does not allege insulin pump was under delivering. The insulin pump will be returned for analysis

Manufacturer narrative:
Device received with detached or broken off end cap and loose or protruded drive support disk. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to detached or broken off end cap. Device had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip, stained address number label and stained end cap sticker.